Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 116 mg/dl and sensor glucose was 60 mg/dl at the time of incident when it triggered threshold suspend. The customer's blood glucose was 115 mg/dl and sensor glucose was 56 mg/dl at the time of call. The customer stated that there was no bent cannula. The customer did not continue troubleshooting due to customer already done troubleshooting. The sensor will not be returned for analysis.